Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) incorrectly reads the signal from an atrial fibrillation episode and started charging the capacitors, however, no therapy was delivered. Additionally, high within range impedance measurements were observed. Reprograming of the device from the primary vector into the secondary vector was performed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that it was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.